Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic gastrectomy procedure, the needle dropped from the jaws while intracorporeally suturing. The needle was removed with graspers through a trocar. A new device was used to correct the problem. The device was used in the patient and no patient injury.